Manufacturer narrative:
(B)(4) was received from the loss prevention specialist at the user facility. She was contacted and asked about returning the a1059 skull clamp involved in the reported incident. She stated that the normal practice of the hospital in situations such as this is to not return the device involved [even though the medwatch report stated device "available for evaluation".] The incident information reported in the medwatch report stated "mayfield headpins applied and mayfield head piece tightened while neurosurgeons adjusted height. Mayfield headpins loosened and slipped causing head laceration which was stapled." The hospital reported that it was a "product problem". Since the device was not returned to integra lifesciences, an evaluation of the device could not be performed. Therefore, the reported incident could not be confirmed, nor could a possible root cause for the reported incident be determined.

Event description:
(B)(4) has been received reporting an incident occurring after the mayfield head pins were applied and the mayfield headpiece was tightened. It is reported that while the neurosurgeon adjusted the height, the mayfield headpins loosened and slipped. As a result, the patient sustained a scalp laceration which was repaired with staples.